Manufacturer narrative:
The complaint was confirmed, but the exact mechanism of damage is unknown. A circumferential tear was found in the 4.2 fr tubing 1.2 inches from the distal tip of the catheter. The edges of the tubing along the tear were jagged. It is possible that the catheter was damaged during insertion; however, the exact cause of the leak is unknown. No defects related to the manufacturing process were found on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.

Event description:
There was a tear in the catheter. The indwelling period was 12 days.